Event description:
Lesion pre-dilated for two inflations at 12 atms with 1.5 x 12mm balloon. The wire could not be advanced to the distal vessel successfully and not well visualized. The wire was exchanged for a long bmw with balloon in place. Balloon was changed for a sprinter otw 2.5x15mm balloon, inflated to 14 atm, once. No success with bmw at wiring the distal vessel and not well visualized. An endeavor otw drug-eluting stent was deployed in the proximal rca, at 12 atm. After removal of balloon and wire an area of dissection was seen distal to the stent. Attempts are re-wiring into the rv branch using a prowater and whisper wires were unsuccessful. The procedure was aborted after multiple unsuccessful attempts.

Manufacturer narrative:
Evaluation results: (dissection).